Event description:
A malfunction was reported involving a pump with the fault code malfunction 16-0x20e6. There was no information provided regarding the impact on the customer's blood glucose level. The customer had already attempted to reset the pump, and it was confirmed that the pump needed to be replaced. The pump, which was still under warranty, was replaced, and the customer was informed. They were instructed to return the defective pump to tandem using a pre-paid label and return box, but the customer did not share what type of backup therapy they would use during this period.